Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module. The initial result was 14 mg/dl and the repeat result on another analyzer was 7.8 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.